Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier for non sustained right ventricular oversensing. Upon review of electrograms post paced t-wave oversensing was observed. The device was reprogrammed and remains implanted.

Manufacturer narrative:
(B)(4).